Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the defibrillation superior vena cava (svc) impedance was high. The pacing right ventricular (rv) trend was varying and there was also oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced an inappropriate shock due to a right ventricular lead fracture. High pace/sense lead impedance and high superior vena cava (svc) coil impedance were also noted. Additionally, the device had premature battery depletion due to the shock and lead fracture. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.